Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient of unknown ethnicity. Medical history was not provided and concomitant medications included insulin glargine, insulin aspart and unspecified product for unknown indication. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog mix 50) via cartridge, per a reusable humapen ergo ii pen, 22 units in morning and night, twice a day subcutaneously for the treatment of unknown indication, beginning in (B)(6) 2018. On an unspecified date, while on insulin lispro protamine suspension 50%/insulin lispro 50% treatment, she experienced that her blood glucose was high and could not be controlled. On (B)(6) 2018 preprandial blood glucose was 21 at night (no units were provided). The event of preprandial blood glucose was 21 was considered as serious due to medical significance. She was nervous, her body was not good, her heart was not good, and she had abdominal surgery. She was not sensitive to insulin. When she injected, the injected needle cut the skin and there was bleeding ((B)(4), lot no not provided) and "cyanoze". Information regarding corrective treatment, outcome of events was not provided. The insulin lispro protamine suspension 50%/insulin lispro 50% was continued. The user of the humapen ergo ii and his/her training status was not provided. The general humapen ergo ii duration and the suspect humapen ergo ii duration of use were not provided. The suspect device was not returned to the manufacturer. The reporting consumer did not provide the relatedness of events with insulin lispro protamine suspension 50%/insulin lispro 50% therapy and humapen ergo ii. Edit 07-nov-2018: upon internal review of the information received on 01-nov-2018, event of blood sugar low was deleted. No other changes were made to the case. Update 08-nov-2018: additional information from the initial reporter was received on (B)(6) 2018. Added pc number and processed the same. Updated narrative with new information. Edit 08nov2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 12nov2018 in the b.5. Field. No further follow-up is planned. Evaluation summary: a female patient reported that the injection button of her humapen ergo ii device was difficult to press. The needle bent when injecting, the needle cut the skin, and there was bleeding. The injection could not be completed. She experienced increased blood glucose. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 74-year-old female patient of unknown ethnicity. Medical history was not provided and concomitant medications included insulin glargine, insulin aspart and unspecified product for unknown indication. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog mix 50) via cartridge, per a reusable humapen ergo ii pen, 22 units in morning and night, twice a day subcutaneously for the treatment of unknown indication, beginning in oct-2018. On an unspecified date, while on insulin lispro protamine suspension 50%/insulin lispro 50% treatment, she experienced that her blood glucose was high and could not be controlled. On 31-oct-2018 preprandial blood glucose was 21 at night (no units were provided). The event of preprandial blood glucose was 21 was considered as serious due to medical significance. She was nervous, her body was not good, her heart was not good, and she had abdominal surgery. She was not sensitive to insulin. When she injected, the injected needle cut the skin and there was bleeding (B)(4). Lot no not provided) and cyanoze. Information regarding corrective treatment, outcome of events was not provided. The insulin lispro protamine suspension 50%/insulin lispro 50% was continued. The user of the humapen ergo ii and his/her training status was not provided. The general humapen ergo ii duration and the suspect humapen ergo ii duration of use were not provided. The suspect device was not returned to the manufacturer. The reporting consumer did not provide the relatedness of events with insulin lispro protamine suspension 50%/insulin lispro 50% therapy and humapen ergo ii. Edit 07-nov-2018: upon internal review of the information received on 01-nov-2018, event of blood sugar low was deleted. No other changes were made to the case. Update 08-nov-2018: additional information from the initial reporter was received on 06-nov-2018. Added pc number and processed the same. Updated narrative with new information. Edit 08nov2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 12nov2018: additional information received on 12nov2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, and device return status to not returned to manufacturer for (B)(4). Associated with an unknown lot of a humapen ergo ii device. Corresponding fields and narrative updated accordingly.